Event description:
Initial info for this serious unsolicited report was reported by a nurse via sales rep and forwarded by local affiliate (local reference number (B)(4)). This case involves a female pt (age unspecified) who was injected with poly-l-lactic acid (sculptra) in (B)(6) 2009. Treatment details: in (B)(6) 2009: two vials were injected. Batch number: a8025. Region(s) injected: cheeks and cheekbones. In (B)(6) 2009: one vial was injected. Batch number: 1a8024. Region(s) injected: cheeks and cheekbones. In (B)(6) 2009, the pt experienced an allergic reaction with inflammation of the periocular area and two nodules in the cheekbone area. The nodules were described as 2 palpable granulomatous nodules in the cheekbone area. The pt received corrective treatment with antibiotics (nos) for the inflammation. Little by little, the inflammation resolved. The nodules persisted and on (B)(6) 2012 a surgical intervention was performed to remove the nodules. A biopsy was performed and poly-l-lactic acid was not found in the sample tested, but another permanent product (nos) was found. Medical history includes treatment with another "permanent" product (nos) prior to poly-l-lactic acid injection. No concomitant medications were provided. Corrective treatment: antibiotics (nos), surgical remove. Action taken: not applicable. Outcome: granulomatous nodules and inflammation were resolved. Allergic reaction was unk. Causal relationship as per reporter: not related. The reporter (nurse) indicated that they (she and the doctors of the aesthetic clinic) categorically ruled out a causal relationship between poly-l-lactic acid and the adverse event since according to the biopsy, poly-l-lactic acid was not found, but another "permanent" product (nos) was found. A pharmaceutical technical complaint (ptc) was requested. Add'l info received on 3/28/2012 from the nurse: added poly-l-lactic acid treatment detail with batch number, given time and injection sites. Added events detail with two new events (inflammation and allergic reaction) added. Corrective treatment updated and biopsy result updated. Added medical history. Event outcome for granulomatous nodules was updated from not recovered to recovered.